Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the unit was returned in a generic plastic bag. The unit returned has wire kinked and distal end damage, as part of the overall visual revision. The returned device matches with the reported upn provided by the customer. The device has the distal tip broken and damaged (the distal tip was returned). The body was kinked in the middle of the device near to the proximal section and the distal end was peeled. The overall length and the outer diameter of the distal tip couldn't be measured due to the device condition (distal tip broken and damaged). The outer diameter of the proximal section and the middle of the device were measured and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulty and guide wire detachment occurred. The target lesion was located in a tight coronary artery. A 182cm choice guide wire was selected for use and advanced to cross the lesion. The physician positioned the wire with difficulty in the lesion. Following predilation with a 0.85mm balloon catheter, a 3mm stent was positioned in the lesion. However, during the removal of the wire, the physician felt a little bit resistance. Angiography was performed and revealed that the wire was broken into two parts. One was in the coronary artery and the other one was in the aorta ascendant. The patient underwent a cardiac surgery and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire removal difficulty and guide wire detachment occurred. The target lesion was located in a tight coronary artery. A 182cm choice guide wire was selected for use and advanced to cross the lesion. The physician positioned the wire with difficulty in the lesion. Following predilation with a 0.85mm balloon catheter, a 3mm stent was positioned in the lesion. However, during the removal of the wire, the physician felt a little bit resistance. Angiography was performed and revealed that the wire was broken into two parts. One was in the coronary artery and the other one was in the aorta ascendant. The patient underwent a cardiac surgery and the procedure was completed. No further patient complications were reported and the patient's status was stable.